Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys ft3 iii (ft3) on an unknown roche elecsys analyzer. The sample initially resulted as 4.12 pg/ml for ft3, 1.67 uiu/ml for the elecsys tsh assay (tsh), and 1.74 for the elecsys ft4 assay (ft4) when tested on the customer's analyzer. The initial ft3 result was reported outside of the laboratory. The physician questioned the results indicating the results were unbalanced and requested an investigation of the sample. The sample was provided for investigation, where it was tested on a roche elecsys analyzer and resulted as 3.09 pg/ml for ft3, 1.72 uiu/ml for tsh, and 1.65 ng/dl for ft4. The patient was not adversely affected. The models and serial numbers of the used roche elecsys analyzers were requested, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was not provided. Both ft3 values generated at customer site and during investigation are within the normal reference range of the assay. The clinical interpretation of both values are the same. It may be possible that the ft3 value generated at the customer site is slightly too high. This could have been caused by the presence of clots or fibrin in the sample, or bubbles/foam on the reagent surface. A general reagent issue is not likely.